Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charging system antenna becomes hot while in use. The patient indicated it takes 1.5 hours for the antenna to become hot. The patient was sent a replacement charging system as the next course of action.